Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 14mm pulmonary valved conduit in a pediatric patient, the patient required a permanent pacemaker due to sinus and atrio-ventricular (av) node dysfunction. It was reported that 10 years and 4 months post implant of the pulmonary valved conduit and permanent pacemaker, the patient requires pacing approximately 5% of the time. No additional adverse patient effects were reported.